Event description:
This is an asset return which was found to have a ¿b30 communication error¿ due to a faulty patient board set and printed circuit board during evaluation, which is considered to be a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
Further inspection of the returned device found lint, dust and moisture stains at the video connector unit pins. The unit¿s front panel was noted to be fading with minor scratches on the top cover. In addition, the unit was equipped with an old switch and out dated software. The cause of the unit¿s internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 9 years since the device was manufactured. It is likely that the aged parts on the patient board may have triggered a board set malfunction. The patient board set detects the scope and communicates with it. Faulty board interfered the communication with the scope, which may have resulted in the b30 error. Olympus will continue to monitor field performance of this device.